Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was not responding. A technical support specialist terminated the cubex application in task manager and restarted the cabinet to restore functionality. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 2000, the keyboard was not responding, and the user was unable to issue the medication. The drawer and cubie opened, but the quantity found could not be entered in the field, preventing the user from proceeding. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.